Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7097384. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5005968/7073578.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration despite reprogramming. The patient underwent a lead revision procedure wherein out of the four explanted leads, two leads were replaced with a paddle lead. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration despite reprogramming. The patient underwent a lead revision procedure wherein out of the four explanted leads, two leads were replaced with a paddle lead. The patient was doing well postoperatively. Additional information was received that the explanted leads will not be returned.